Event description:
It was reported that the device had a defective oxygen indicator. The event occurred during quality control. There was no patient involvement and no patient harm/adverse event reported.

Manufacturer narrative:
B3: date of event is unknown; no information has been provided to date. H3: device not returned to manufacturer. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Manufacturer narrative:
One device was returned for evaluation. Functional testing was performed by connecting device to oxygen supply. No visual testing was performed. The customer's reported problem was not confirmed, no oxygen indicator seems to be working fine. The root cause was not determined since no problem found. The o-ring tidal volume knob were replaced. The service history review identified there was no indication that the complaint was related to a service of the device within the review period.